Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery m1 segment. Approximately 24 hours post procedure, the patient experienced intracranial hemorrhage without neurologic deterioration and a headache. Unspecified medical management was performed as treatment. The event was reported to be unknown if related to the procedure and if related to the device.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery m1 segment. Approximately 24 hours post procedure, the patient experienced intracranial hemorrhage without neurologic deterioration and a headache. Unspecified medical management was performed as treatment. The event was reported to be unknown if related to the procedure and if related to the device.